Event description:
It was reported that during a peripheral interventional procedure guide wire coating detachment occurred. The target lesion was in the superficial femoral artery and the popliteal artery. A v-18, 300cm, 8cm guide wire was being used during the run off procedure. When the wire was removed from a 6f non-bsc sheath, it was noticed that the 5mm of the coating from the distal tip of the wire had detached. The coating was able to be removed when the entire system was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)